Event description:
It was reported that during a gastric banding procedure, there was leakage. No details about the diameter of the devices used with these trocars. The surgeon performed the case with these devices in spite this event. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.